Manufacturer narrative:
The product has been returned for eval. Upon analysis of the returned product, a fault which may lead to a medical consequence was found. The push button was blocked (code (B)(4)), a fault which could lead to an incident. However no similar cases as (B)(4) have been reported and the fault found on the pen was estimated not to be related to the experienced adverse event. The reporting rate for the reports, where a similar fault as that seen in (B)(4) case (B)(4) has been found on a pen, is low. Analysis reply: product novomix 30 penfill 100 u/ml. Drug conclusion: the returned product was examined macroscopically and microscopically, and the parameters identify, assy and degradation were examined. During the chemical testing of the product it has not been possible to detect any irregularities. The insulin was found to be normal. However, the cartridge was seen to be cracked. The pattern of the cracks indicates that the glass has been subject to a squeeze, an impact, tools or sudden acceleration of the product which generates product on the inner and outer glass surface. The observed cracks have resulted in insulin being trapped between the piston ribs. If any cracks are observed, the product should be replaced. If insulin leaks out through the crack during injection, the dosage volume will be inaccurate. Product: novopen 4. Device conclusion: technical, visual, and functional examinations were performed. Scratches on pen parts indicates use of a cracked or broken insulin cartridge. The device was tested with a random penfill cartridge and a new novofine needle mounted. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. The device was disassembled. The piston rod moves backwards during dosage selection. An internal part is broken, however, due to the pen construction, the dose accuracy is not affected. Case conclusion: the breakage is most likely due to rough handling during transportation, distribution or use. The insulin was found to be normal. The dose accuracy is normal. The problem on the push-button is due to incorrect handling during use. The outcome of dka is reported as recovered. Outcome of "insulin leakage and the problem on the push-button due to breakage" is unk. Reporter comment: reporter's alternative aetiolgy: stress the pt had a big exam on week before the 1st dka episode). Eval summary; the breakage is most likely due to rough handling during transportation, distribution or use. The insulin was found to be normal.

Event description:
The problem on the push-button due to breakage [device breakage], insulin leakage [device leakage], ([diabetic ketoacidosis], [diabetic ketoacidosis]). Case description: the incident does not represent a serious public health threat. Medical device info: class llb. This spontaneous case from (B)(6) was reported by an endocrinologist as "first dka episode", "2nd dka episode", "insulin leakage" and "the problem on the push-button due to breakage" and concerns a (B)(6) female pt treated with novomix 30 penfill (insulin aspart) for three years prior to the events and ongoing and novopen 4 (insulin delivery device) from unk start date to unk stop date due to type 1 diabetes mellitus. Pt's height: not reported. Medical history includes type 1 diabetes mellitus since the pt was (B)(6). The pt had a prior history of diabetic ketoacidosis in connection with the diagnosis of type 1 diabetes mellitus. No family or medical history of allergies or intolerance's. On (B)(6) 2011 the pt experienced the first diabetic ketoacidosis and was hospitalized. The pt was treated with insulin pump, nph insulin and hydration with normal saline. Novomix was discontinued due to the event. On (B)(6) 2011, the pt recovered from the event, was discharged from hospital and novomix was reintroduced. On (B)(6) 2011 at night the pt complained about drowsiness and progressive dyspnoea. On (B)(6) 2011 the pt experienced the 2nd diabetic ketoacidosis episode. It was reported that this adverse event resulted from insulin leakage. The pt did not notice the drug leakage. It was first recognized by the doctor at the hospital. The novomix 30 appeared normal, but the reporter says that the design of nomomix penfill needs to be improved to prevent leakage problems. The pt had no complaints about the device. It was reported that they were not sure whether the product was stored properly. The 2nd diabetic ketoacidosis episode was treated with insulin pump, nph insulin and hydration with normal saline. Novomix was discontinued while hospitalized. The pt recovered from the event and was discharged from hospital on (B)(6) 2011. Novomix was re-introduced afterwards. Blood glucose has been reported as 305mg/dl (date unk). Recent hba1c measured to the events was 14.1% on (B)(6) 2010. There was no increase in insulin requirements or changes in physical activity and/or diet prior to the events.